Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post procedural images were not provided; therefore, the reported event cannot be confirmed. The lot number was not provided; therefore, a search for production-related ncrs could not be performed.

Event description:
As reported through the article titled, "the woven endobridge for unruptured intracranial aneurysms: results in 95 aneurysms from a single center", post treatment of the patient's aneurysm with a web device (date unknown), the patient suffered a thrombo-embolic complication, which led to permanent deficit (mrs 2). The thrombo-embolic complication occurred in a distal branch.